Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt. (B)(4).

Event description:
Treatment of an aneurysm. The pt was given dual antiplatelet therapy prior to the procedure. On (B)(6) 2014 the pt underwent pipeline embolization treatment. During the procedure, the physician implanted an oversized pipeline (4.50mm x 18mm) due to the lack of a pipeline of the correct size and he believes this resulted in a large clot burden and a stroke. Intra-arterial tpa (tissue plasminogen activator) was administered and a hyperform balloon was used; however no further information was available as the physician will no longer provide any information regarding the case. The pt was reported to be alive, stable and had stroke-like symptoms.